Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one intima-ii 20gax1.16in prn slm has been found experiencing leakage during use. The following has been provided by the initial reporter: before puncturing, there was no leakage noticed. When the needle was injected into the patient's body, the leakage was found and the needle was pulled out. There were two same cases, only one sample was left, and the nurse was wondering if it was the same batches' problem.

Manufacturer narrative:
H.6. Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 9119988. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the sample submitted by your facility, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are controlled through visual sorting of the material during receipt from the supplier. To increase vigilance of this issue bd has notified the appropriate personnel; bd apologizes for any inconvenience your facility may have experienced as a result of this event and will continue to track and trend for this issue h3 other text : see h.10.

Event description:
It has been reported that one intima-ii 20gax1.16in prn slm has been found experiencing leakage during use. The following has been provided by the initial reporter: before puncturing, there was no leakage noticed. When the needle was injected into the patient's body, the leakage was found and the needle was pulled out. There were two same cases, only one sample was left, and the nurse was wondering if it was the same batches' problem.